Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: -, ubd: , UDI#: ; product ID: 9735521, serial/lot #: -, ubd: , UDI#: ; product ID: 9735780, serial/lot #: -, ubd: , UDI#: h6: multiple annex a codes were coded for this event. A05 was coded for the side emitter and emitter interface not functioning. A12 was coded for the emitter controller showing as disconnected. Multiple annex g codes were coded for this event. G0200803 was coded for the em intfce 9735825 s8 em instr intfce. G02018 was coded for the emitter 9735521 axiem 3 side mount. G02004 was coded for the cable 9735780 usb 2.0 em 1m s8 svc. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the side emitter and emitter interface were not functioning. The emitter controller within self test was showing as disconnected. The manufacturer representative (rep) took off the covers and confirmed that there were lights inside of the emitter controller. Technical services (ts) had the rep reseat the usb and power cable going into the controller. Also reseated usb end on computer. The controller still showed as disconnected in self test. The rep also confirmed there was no fault light on ups that goes to controller. Ts had the rep open application to confirm wording of message but when entering application the rep found no error message. Ts had the rep open print camera diagnostics and everything showing as connected with no faults. The rep opened self test and system said the controller was connected. The issue was resolved on call by reseating cables into the emitter controller. Patient presence was unknown.

Event description:
Additional information was received. It was confirmed that no patient was present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.